Event description:
End user reports that the catheter packaging ins "tearing down the middle of the white paper portion upon opening which then compromises the sterility of the catheter and makes it very difficult to get the catheter out of the package." No photograph depicting the reported complaint issue was received. No harm reported.